Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The output connector assembly was broken. Display wires were also found to be pinched, the keypad scratched, encoder nuts not torqued to specification, and there was an extra plastic tube found inside the device.

Event description:
It was reported that during preventive maintenance, the latching mechanism for preventing unintended disconnection of the cables from the epg (external pulse generator) was found to be broken. This allowed the cables to be pulled straight out of the unit. The epg was subsequently returned for repair with a report of broken atrial and ventricular connectors. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.